Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that same damage for the three infusion sets, the infusion set tubing line was bent at a right angle. The infusion sets were in use 24 to 48 hours average for the three of them. The customer's blood glucose at time issue noticed was between 200 - 400 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).